Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulty retracting the foot could not be tested due to the condition of the device. The reported entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Reportedly physician did not complete step 3 prior to attempting step 4. According to the perclose prostyle instructions for use (IFU), there are 4 steps required to complete use of the device. Step one is to open the foot. Step 2 per the IFU states, ¿depress the plunger with the right thumb (in the direction marked #2) until you visually confirm that the collar of the plunger makes contact with the proximal end of the body. In addition, to the visual confirmation, an audible click should be heard to confirm the needle and cuff engagement.¿ step 3 states, ¿using your thump or forefinger as a fulcrum on the handle, pull out the plunger assembly from the body (in the direction marked #3) and completely remove the plunger and the needles from the body.¿ step 4, relax the device and then return the foot to its original position by pushing the lever (marked 4). The plunger left in the device would leave needles deployed along with the suture within the foot area likely contributing the inability to close the foot causing the difficulty removing the device. The reported difficulties and treatment appears to be related to the user error. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: device code 2017 clarifier- failure to follow steps / instructions.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after a complex percutaneous coronary interventional procedure using a 6f sheath. Reportedly, after deploying the plunger, the physician attempted to adjust the device and retract the foot. The foot got stuck resulting in the device being stuck in the anatomy. A vascular surgeon was called to intervene. A cut down was performed to manually remove the foot from the patient. After the device was removed, a surgical patch was placed to achieve hemostasis. There was no adverse patient sequela. Due to the need for intervention from a vascular surgeon, a clinically significant delay was reported. No additional information was provided.